Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred at the puncture site. The biosensor was inserted in the arm and the arm was cleansed with soap and water prior to insertion. The skin reaction consisted of redness, inflammation, and an abscess (infection) at the puncture site. The customer consulted a healthcare provider (hcp) the week of (B)(6) 2025. The doctor prescribed an oral antibiotic (augmentin twice a day) to treat the infection. Follow up contact was made with the customer on (B)(6) 2025 and the patient reported that the abscess at the site was present and the customer continued to receive treatment for the infection. No additional customer or event details were available.